Manufacturer narrative:
Additional information received; it was reported there is a possibility that stent graft migration had also occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate iis stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported on the date of a CT over 4 years later, a type ia endoleak was identified. The main body was 7mm from the left lowest renal artery. The endoleak was posterior, but was focal and didn't track into the aortic sac. The aaa was measuring 5.4cm. Intervention was performed and 5 endoanchors were implanted (3 posterior and 2 anterior). Then an endurant aortic cuff was implanted to the level of the left lowest renal artery. 2 more endoanchors were then implanted (anterior & posterior). No endoleak was detected after placement of the aortic cuff and endoanchors. During the secondary procedure, it was noted the left common iliac artery was enlarging due to an internal iliac aneurysm. The hypogastric artery was coiled and an endurant limb implanted as an extension. There was no ib endoleak and the limb was implanted preventively. As per the physician the cause if the event was anatomy and possibly aortic neck dilation which may have caused the proximal part of the bifurcate to drop. No additional clinical sequelae were provided and the patient is fine.